Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporters social media post did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with an intraocular lens (iol) implant procedures, the patient had burning eyes and light hurts the eye so she stay inside. The patient was suggested by her doctor to put some drops (unspecified) for the burning eyes, but it did not helped. There are two medical device reports associated with this patient. This report is associated with the right eye.